Event description:
The customer reported that while running an hcv assay, summit sample handler, delivered unequal volumes in well positions a12 and b12 and did not give an error message. An ortho field service engineer was dispatched. No death or serious injury was associated with this event.